Event description:
As reported by our edwards lifesciences japanese affiliate, during transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, hemodynamic instability occurred. After crossing the valve into the aorta, blood pressure was declined. Post valve deployment of a 23 mm sapien 3 ultra resilia valve with nominal volume, ventricular fibrillation was observed and prolonged hypotension. Extracorporeal membrane oxygenation (ECMO) was initiated and the patient left operation room. Additional information was obtained from the cs, eventually the patient passed away. The details are unknown at this stage.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension, hemodynamic instability &/or cardiogenic shock is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure'specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient comorbidities may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information, sections g6, h2, b5, d1, d6, h6: component code and clinical code have been updated/corrected. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (add risk/contributing factors) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate, during transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, hemodynamic instability occurred. After crossing the valve into the aorta, blood pressure was declined. Post valve deployment of a 23 mm sapien 3 ultra resilia valve with nominal volume, ventricular fibrillation was observed and prolonged hypotension. Extracorporeal membrane oxygenation (ECMO) was initiated and the patient left operation room. Additional information was obtained from the cs, eventually the patient passed away. The details are unknown at this stage. Additional information was obtained through the japanese tavi registry as below. After tavr procedure, circulatory failure gradually progressed, leading to lower limb ischemia, acidosis, and hyperkalemia. At around 4:00 on (B)(6) 2024, the patient suffered cardiac arrest due to ventricular tachycardia. No further life-sustaining treatment was desired, and the patient was declared dead on 9:04 within the same day.